Event description:
It was reported that while inserting the implant, anchoring screw failed to lock with plate. Screw and plate remain implanted in the patient. Incident caused 30 minuted delay in procedure.

Manufacturer narrative:
Due to the unavailability of the device, no visual or functional examination could be performed to confirm the reported event. However, copies of the x-rays provided confirmed the reported event. A review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012. The probable underlying root cause for the reported incident is excessive torque forces during insertion leading to loss of mechanical integrity and ultimately screw dislodgement from the plate.

Manufacturer narrative:
The previous MDR follow-up incorrectly stated that the device was made available for review. The device was not returned and not reviewed. This MDR corrects that error.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).